Manufacturer narrative:
Updated fields: a3a, b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions and component codes), h11. Corrected fields: g2. The reporting rn was provided troubleshooting guidance on multiple methods to connect an arterial pressure (ap) waveform to the cardiosave system to address the no pressure source available alarm. The device continued to operate in auto mode with ECG triggering. The reporter acknowledged understanding of the instructions and was provided.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6) hospital & medical center and initial reporter name: (B)(6) rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
It was reported through an emergency support program that the sensation plus 8fr 50cc iab had fiber optic sensor failure during use. He it was stated that iab was placed in the femoral artery. Patient was quite restless and the alarm occurred during that time a few hours ago. There was no patient harm or injury.